Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the stylet could not be removed after implanting the right atrial (ra) lead. The core of the lead separated from the lead during forceful removal of the stylet. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Final analysis found the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. No other anomalies were found.